Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A report was received regarding an orif of the ankle. When the surgeon introduced a threaded guide wire into the distal tibia of the patient, the guide wire broke. The surgeon was unable to retrieve the broken portion, 8mm, of the guide wire from the tibia. During the same procedure, as the surgeon was using a cannulated drill bit, the tip broke while drilling the distal tibia region. The drill bit tip was retrieved. The procedure was completed, leaving the 8mm guide wire portion in the tibia. This is report #2 of 2 for the same event.